Manufacturer narrative:
(B)(4). Correction: lot number unknown. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot numbers were not provided. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. It should be noted that the IFU states: the absorb bvs is a temporary scaffold indicated for improving coronary luminal diameter that will eventually resorb and potentially facilitate normalization of vessel function in patients with ischemic heart disease due to de novo native coronary artery lesions. It is unknown if the IFU deviation contributed to the reported difficulty. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In 2017 / indication for use: the absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two absorb stents will be filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that the patient was stented in 2009 in another hospital with non-abbott stents unknown type and sizes, then was re-stented on (B)(6) 2013 in the right coronary artery (rca) with 3 absorb stents for treatment of restenosis (3.5 x 28 distal, 3.5 x 28 mid and a 3.5 x 18 proximally). Prior to the initial procedure the patient's clinical presentation was severe angina. The patient presented to the cath lab with stable angina on (B)(6) 2018 and it was discovered that the rca was re-stenosed. Optical coherence tomography confirmed that all the absorb stents were all fully resorbed and found a tight fibrous plaque along the rca. An nc trek was used for pre-dilatation, then a cutting balloon and a 3.75 nc trek and finally a 4.0 cutting balloon were used to prepare the rca before stenting with a 3.5 x 38 xpedition distal and 3.5 x 28 xpedition proximally with great results. It was confirmed that patient was on dual antiplatelet therapy at last visit with doctor in 2016. No issues occurred and patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4).